Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2020. Event day and event month were not provided. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information: was there any patient consequence? If yes: please explain. How was the patient consequence resolved? To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the clips were deformed. It is unknown how the procedure was completed. Patient consequence was not reported.

Manufacturer narrative:
(B)(4). Date sent: 3/16/2020; d4: batch # t94785. Investigation summary: the analysis results of the er420 device found that it was returned with no damage in the external components and with a clip in the jaws. The clip was removed in order to inspect the jaws and they were found to be misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed and formed 8 scissored clips, and then 4 conforming clips were fed and formed. In addition, the device locked out as intended. Although it is not possible to conclude how the circumstances occurred, it is known from the history of the instrument that an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. In addition, as per the instructions for use ¿do not excessively twist or torque the instrument jaws when positioning the instrument on a vessel and firing. Excessive twisting or torquing may result in clip malformation¿. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.